Event description:
On (B)(6) 2011, this pt was implanted with three gore excluder aaa endoprostheses to treat a 5 cm abdominal aortic aneurysm. Final angiography showed no evidence endoleak, and the pt tolerated the procedure. On (B)(6) 2011, a cta showed a type ii endoleak. The aneurysm was reported to measure 6.6 cm. On (B)(6) 2011, an aortogram showed that the previously seen type ii endoleak was actually a distal type I endoleak originating from the left common iliac artery due to proximal migration of the (B)(4). On (B)(6) 2011, an intervention was performed to treat the distal type I endoleak from the left common iliac artery and severe left lower extremity claudication. A contralateral leg component was implanted for distal extension on the left side. Angiography showed a type iii endoleak, so the physician elected to implant an additional contralateral leg component superiorly on the left side. Final angiography showed exclusion of the endoleak. The pt tolerated the procedure. On (B)(6) 2011, follow-up imaging showed a type iii endoleak between the iliac extender component and the trunk-ipsilateral leg component in the right common iliac artery, reportedly due to the pt's tortuous anatomy. On (B)(6) 2011, the pt underwent open repair to treat the device separation. The gore excluder aaa endoprostheses were explanted, and the aneurysm was repaired surgically. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).